Manufacturer narrative:
Correction: in the initial MDR the date of event was listed as unknown. We used the date received by the manufacturer: 10/02/2017. The date of event is now confirmed as (B)(6) 2017.

Manufacturer narrative:
Investigation: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. The investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above a CAPA is not required at this time. DHR: no qn related to this lot number was found. During the manufacturing process valve and syringe final assembly were randomly inspected by leakages, no defects were found during the manufacture of this lot.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that the 10 ml bd cornwall¿ disposable syringe filling system with tubing set was found to be leaking, during use. There was no report of injury or medical intervention.